Event description:
Customer reported the panorama central stations shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hard drives, battery, and reseating the system's cables and boards. Communication was reestablished. System was safety tested to factory's specifications.